Event description:
It was reported that this right ventricular (rv) lead was explanted due to lead insulation damage that caused noise that was oversensed causing pacing inhibition. No adverse patient effects were reported.